Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign matter is present inside the nozzle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: corrosion on the endoscope connector. Regarding the foreign matter inside the nozzle, the identity of the foreign material and a definitive root cause could not be determined. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a communication error e217. The issue was found during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date (h4). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.